Manufacturer narrative:
Vyaire medical file identification: (B)(4) at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported internal leak on the ltv 1200. The customer reported that there was no patient involvement that was associated with the reported event.

Manufacturer narrative:
Vyaire medical was able to confirm the reported broken o2 pressure transducer problem. Visually inspected analog pcba, confirmed o2 pressure transducer port to be broken. 1200 analog pcb assembly rev. F has been removed and disposed of.